Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had pump a under delivering. The customer¿s current blood glucose level was 8.1 mmol/l and 19.6 mmol/l. It was reported that the customer had high blood glucose. The customer was treated with manual injection and pump. The customer had symptoms such as nausea, vomiting, abdominal pain, difficulty breathing and muscle pain. The customer stated that the pump had under delivery. The customer stated that the delivery of 12 units and he doesn't think it went out. The customer was advised to change entire set or pump programming checked basal rates, bolus wizard settings, time and date and alarm history and all was ok. The insulin pump will be returned for analysis.